Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that as a result of the loss of stimulation they experienced increased pain. In order to resolve the loss of stimulation the consumer received a new charger. After the consumer received a new charger the issue of the loss of stimulation was resolved unless they put it on the charger for one night charging, it still took about two days for it to start stimulation."

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger . Analysis of the desktop charger (B)(4) found the connector pins on the cable assembly were broken. (B)(4).

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported they tried to charge the implantable neurostimulator (ins) in april but it wouldn't charge, and they hadn't had stimulation since this time. It was further reported the recharger wasn't taking a charge when plugged into the power supply since (B)(6) 2016 and the connector pin was loose. No out of box failure was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.